Event description:
During upper eus [endoscopic ultrasound] procedure, u/s [ultrasound] machine shut down and went to black screen and could not be restarted. Tried different red/emergency outlets and machine would still not power on. This caused a minor delay in the procedure while another u/s machine was obtained and swapped out. Per unit, "inspection/pm was up to date. It was a power source issue, he has eus in his shop and will be ordering parts."